Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information from medical records. The following sections of this report have been corrected/updated: b1 (report type), b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code) and h11 (provide narrative/data). Additional information was received via medical records. Approximately 2 years 11 months 7 days post transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, a transesophageal echocardiogram (tee) was performed, and the tee indicated the valve had severe stenosis with a mean gradient of 35 mmhg. Approximately 3 years 1 month post tavr procedure, the patient was admitted to the hospital for the planned explant of the 26 mm sapien 3 ultra valve and implant of a new 25 mm surgical valve. The patient was presenting with worsening dyspnea and fatigue. The 26 mm sapien 3 ultra valve was explanted for symptomatic severe aortic valve stenosis with coronary artery bypass graft (CABG) for occlusion of the right coronary artery (rca) and posterior descending artery (pda) grafts. The procedure was successful. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There were medical records provided for evaluation. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events post valve implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). In this case, the valve stenosis that resulted in the valve being explanted was confirmed based on the medical records. The available information suggests patient factors (atherosclerosis (hyperlipidemia and chronic kidney disease)) likely contributed to the event as these factors were noted in the medical records. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis/renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards implant patient registry (ipr), approximately 3 years 1 month post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the valve was explanted, and a new 25 mm surgical valve was implanted. The cause of the valve explant is unknown at this time.